Event description:
On (B)(6) 2012, the reporter, the patient's mother, contacted animas to report that on an unspecified date, the patient obtained elevated blood glucose readings; specific results were not provided. At that time, the patient experienced the symptoms of "feeling sick" and she tested positive for ketones. No information was provided about the patient's actions, treatment, or any medical attention. The patient's mother refused to troubleshoot the pump or the infusion set/site, therefore, it was not possible to determine if the pump was accurately delivering insulin as programmed. As the patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump data from the time of the event was over-written due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the display screen was found to be discolored; the display screen was replaced with a test screen and the display returned to normal.